Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the deflectable videoscope exhibited a deterioration of the glues on the distal end. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was confirmed, and the device did not meet the standard specifications and function. It was determined that irregular stress was applied to distal end glue and an exposition to heat occurred during the cleaning/disinfection process. The replacement of parts was required to return the instrument to the OEM specifications. Olympus will continue to monitor field performance for this device.